Event description:
Md applied fixator on 03/09/97. On 04/09/97 it was noted that one of the ball joints had loosened. The patient sustained a loss of fracture reduction. The fixator was removed on 04/11/97.